Event description:
During a percutaneous transluminal angioplasty to the arterial iliaca communis, the opta pro balloon partial inflated. There was no difficulty crossing the lesion. The medflator indeflator was used successfully on prior and subsequent products. The procedure was completed successfully with another balloon. The vessel was normal and contained no calcification. A product analysis revealed that the inflation difficulty aws caused by a balloon leakage. This leakage occurred during positive pressure during failure analysis laboratory (fal) testing.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the iliac artery, the balloon only partially inflated. There was no difficulty crossing the lesion. An indeflator was used for inflation. The product was removed and the procedure was completed successfully with another balloon. The vessel was described as normal and contained no calcification. There was no reported pt injury. A product analysis revealed that the inflation difficulty was caused by a balloon leakage. This leakage occurred during positive pressure during failure analysis laboratory (fal) testing. With the info available it is not possible to determine the actual relationship between the device and the event. A clinically used opta pro balloon catheter 8mmx6cm was returned for analysis. The balloon had already been inflated. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including burst test values. Inflation of the catheter with water revealed a leakage in the balloon at 2mm distal to the distal marker band. Therefore, the reported inflation difficulty was caused by the leak in the balloon. Microscopic examination of the distal marker band revealed no anomalies. Scanning electron microscopy analysis performed on the outer surface of the balloon material revealed clear evidence of surface abrasions tha might have initiated the balloon leakage. It appears that the surface abrasions were caused somewhere during the procedure.